Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was two o-rings from previous cartridges on the pneumatic tap. The customer removed the o-rings and loaded a new cartridge to address the event. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.